Manufacturer narrative:
Cmp-(B)(4). (B)(4). Concomitant products: biomet regenerex tibial tray 71mm catalog 141273 lot 091570;biomet finned stem 40mm catalog 141314 lot 465480; vanguard right femur 70mm catalog 167032 lot 3850747; series a patella catalog 184700 lot 279760. Report source: (B)(6) customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-01492 and 0001825034-2017-01494.

Event description:
It was reported that the patient underwent a right knee revision approximately three months post implantation due to loosening caused by medial collateral ligament damage. The tibial tray, stem, and bearing were removed and replaced. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.